Event description:
It was reported that the screw broke 5 months post-surgical operation. The tulip head of the screw disengaged from the shank.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment results: the customer event of a tulip disengagement of a xia 3 titanium polyaxial screw was confirmed via correspondence. The device was not returned for evaluation. A previous investigation identified the cause of the event was likely excessive tightening of the screw, beyond the 12 nm stated in the surgical technique for xia 3. Maximum angle of implantation and tightening of the screw multiple times have also previously contributed to tulip disengagement. Conclusion: the root cause of the failure is likely multifactorial.

Event description:
It was reported that the screw broke 5 months post-surgical operation. The tulip head of the screw disengaged from the shank.